Event description:
During a remote follow-up, episodes of post paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended programming, however, no intervention has been done at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. Patient was stable and will continue to be monitored.